Manufacturer narrative:
A correlation between the left ventricular assist system (lvas) and the reported infection could not be conclusively determined. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the infection was not associated with the driveline or pump pocket.

Manufacturer narrative:
Patient¿s date of birth was not provided. The heartmate 3 lvas was implanted during the (B)(6) trial, (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the (B)(6) trial. (B)(4). Approximate age of device ¿ 90 days. The patient remains ongoing on lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. Approximately 2 weeks prior to admission the patient experienced 2-3 days of low-grade temperature with a high of 100.5 degrees fahrenheit. The fever resolved without intervention. On (B)(6) 2017 the patient was admitted for internal cardioverter defibrillator placement and developed a fever of 101 degrees fahrenheit. Blood cultures were obtained and the patient was discharged home on (B)(6) 2017, pending results. The cultures subsequently returned positive for vancomycin sensitive gram-positive enterococcus and the patient was admitted with a fever over 102 degrees fahrenheit, white blood cell count of 14,000 cells/cubic millimeter and complaints of fatigue. The driveline site with dressing was clean, dry and intact. Chest x-ray and urinalysis were negative. The patient was initiated on IV vancomycin. The patient had another episode of fever overnight but denied localizing symptoms. There was no driveline exit site drainage or irritation. The patient experienced hematuria associated with chronic prostate problems. A noncontrast CT scan of chest abdomen and pelvis was largely unremarkable. Transthoracic echocardiogram did not find evidence of vegetation. On (B)(6) 2017, the patient continued to have temperature elevations nightly, but no other specific symptoms. There was mild tenderness around the lvad site. The vancomycin was discontinued and the patient was started on ampicillin and rocephin. The origin of infection was not clear; however, the lvad was the most likely source for persistent bacteremia. The patient had fevers prior to ICD implant. The driveline had not demonstrated visual evidence on physical exam but had tenderness on (B)(6) 2017. The patient reportedly had chronic urologic and prostatitis issues with recurrent hematuria. No additional information was provided.